Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: 9mm/125 deg ti cann tfna 340mm/right-sterile (part # 04.037.924s, lot # unknown, qty # 1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails (part # 04.005.532, lot # unknown, qty # product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) hardware removal was performed on (B)(6) 2017 due to superior cut-out of the lag screw. The original right sided tfna procedure was performed on (B)(6) 2017. The nail, the lag screw and a distal locking screw were all removed intact. A total hip arthroplasty was performed after removal of the hardware. The procedure was successfully completed with no surgical delay. The patient was stable after the surgery. Concomitant devices reported: 9mm/125 deg ti cann tfna 340mm/right-sterile (part # 04.037.924s, lot # unknown, qty # 1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails (part # 04.005.532, lot # unknown, qty # 1) this complaint involves one (1) device. This report is 1 of 1 for (B)(4).